Event description:
It was reported that during a post-op device check, approximately a week after implant, the right atrial (ra) lead exhibited atrial high-rate episodes that were suspected to be due to noise in the electrogram (egm). The following morning, the noise was replicatedwhen the patient pressed their hands together. The ra lead polarity was changed from bipolar to unipolar and the egm setting was also changed. It was reported by the physician, that the ra lead might have been interfered with during a different procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead outer insulation was suspected to be exhibiting degradation over time. Oversensing was also noted during a pocket manipulation test. The lead was again reprogrammed and remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.